Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this patient received an inappropriate shock. In the primary vector, due to over-sensed noise, and low amplitudes from this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician reported, that the patient had a previous inappropriate shock, in the secondary vector a month ago. And there have been variations in amplitude since implant. A technical service consultant reviewed, device data from latitude and provided recommendations to perform lead integrity testing and x-ray imaging. The x-ray imaging result revealed, the device shows appropriate device connection. Ts provided programming options and additional testing in clinic needed. The sicd remains implanted. No additional adverse patient effects were reported. Attempts to obtain additional information regarding any further testing completed, has not been successful. The device remains implanted.